Manufacturer narrative:
Approximate age of device ¿ 6 years, 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient fell at home. The fall was described as a mechanical fall. International normalized ratio (inr) was reported to be in the range of 2.5-3.5. Anticoagulants were held and inr was reversed with vitamin k and platelets. It was reported that subarachnoid hemorrhage was confirmed with serial CT. The bleed was monitored and the patient's new inr was 1.5-2.0. It was reported that no hemolysis was present. The patient was discharged on (B)(6) 2019. No additional information was provided.

Manufacturer narrative:
Additional information manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas and the reported events could not conclusively be established through this evaluation. The patient remains ongoing on heartmate ii lvas. There is no product available for evaluation. The hmii lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Information regarding the recommended anticoagulation therapy and inr range is also provided in this document.